Manufacturer narrative:
Evaluation code - method code - (other): troubleshooting was done by customer with the help of customer technical support. Conclusions code - (other): root cause of the leak was attributed to tubing from a port on the retic stain chamber that popped off. (B)(4).

Event description:
Customer called on (B)(6) 2012 reporting of a fluid leak at the retic clearing chamber of the beckman coulter coulter lh 750 hematology analyzer. Customer stated that they had found fluid coming from a tubing disconnected from port on the retic clearing chamber and that the volume of the leak was less than 5 ml. Customer was wearing personal protective equipment consisting of gloves and a lab coat during the event and no exposure or injury was reported. Patient results were not affected and there was no change to patient treatment attributed to this event. With instructions from the customer technical support (cts), customer was able to reattach the tubing and resolve the leak. Repairs were then verified as per established procedures. Root cause of the leak was attributed to tubing from a port on the retic stain chamber that had popped off.